Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the chargers and batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a planned maintenance (pm), a manufacturer representative found that the system had a damaged x-ray indicator light, a damaged charger card, and damaged x-ray batteries. It was noted that the system had just been used in a case and moved into a room. When the representative found the system, it was on and unplugged. There was no patient present when this issue was identified.

Manufacturer narrative:
H3, h6) the returned pcba bi31000170 battery charger 2 was analyzed. When installed into a test system, the system booted and readied. Motion, generator, communication, and charging were successful. No failures were found with this returned component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi31000163, serial/lot #: rev. 2 : s/n (B)(6) product ID: bi31000169, serial/lot #: rev. 2 : s/n (B)(6) product ID: bi31000170, serial/lot #: rev. 2 : s/n (B)(6) h3, h6: the pcba bi31000163 motor battery charger (rev. 2 : s/n (B)(6) was returned for analysis. Analysis found that the reported complaint was confirmed. The motor battery charger failed visual inspection due to leaky capacitors. The motor battery charger was installed in a known good system and the system functioned as expected. There was no functional problem found and there was visual evidence of degradation. Evaluation codes that apply to this testing: 10, 4203, 4307. The pcba bi31000169 battery charger 1 (rev. 2 : s/n s1436uzk) was returned for analysis. Analysis found that the reported complaint was confirmed. The charger board could not be tested due to electrically overstressed component. Evaluation codes that apply to this testing: 10, 4203, 4307. The pcba bi31000170 battery charger 2 has been returned to the manufacturer, however, analysis has not been completed. Evaluation codes that apply: 4118, 3233, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.